Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and ketones on october 10th, 2016. The patient's blood glucose at the time of hospitalization was 406 mg/dl. The patient had been treating with insulin pump boluses. The customer stated that she was using a new insulin pump, and that insulin pump kept erasing her settings due to displayable history error alarms. The reservoir was not returned for analysis.